Manufacturer narrative:
The pump is not available for evaluation as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a tricuspid valve annuloplasty during implant. It was also reported that the patient expired due to pulseless electro activity (pea). An autopsy was not performed per request from the family.

Manufacturer narrative:
No specific device related issues were reported to the manufacturer for this event and it was reported that the patient expired due to pulseless electro activity. No product was available for investigation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.